Manufacturer narrative:
Serial numbers continued: (B)(4). The investigation found for 1 of the events: neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined. The investigation found for 13 of the events: the investigation did not identify a product problem. The cause of the event could not be determined. The investigation found for 2 of the events: the investigation determined the service action resolved the issue. The investigation for 2 of the events are ongoing. The follow up actions for 1 of the events was the liquid level detection voltage was verified along with clean wash stations, the bead mixing speeds and sample probe positions. Instrument testing was performed and was ok. The follow up actions for 1 of the events was the customer checked the reagent container and found air bubbles in the reagent pack. The customer didn't request any further investigation. The follow up actions for 1 of the events was the field service engineer (fse) checked the instrument alignment and liquid level detection. The fse performed decontamination and a performance check. All checks were acceptable. The follow up actions for 1 of the events was the field service engineer (fse) found the cause to be the measuring cell. The fse replaced the measuring cell, adjusted the sipper probe and calibrated the photo-multiplier tube high voltage. Instrument check tests, calibration and qc were acceptable. The follow up actions for 1 of the events was that a ribbon cable was replaced. The liquid level detection voltage was re-adjusted. Probes were adjusted. The rack transport sampling position was adjusted. The porbe wash volume was checked and the wash station was adjusted. A high voltage adjustment was performed. Performance testing was run and passed. The detection unit and printed circuit board were later replaced and the high voltage adjustment was performed again. A blank cell calibration was performed and passed. The customer ran calibration and controls; these passed. The follow up actions for 1 of the events was that the mixer speed was too high. The mixer paddle was also bent, so it was replaced. A probe was replaced as the voltage was too high. The reagent pack was also replaced. The follow up actions for 1 of the events was that the field service engineer (fse) found the pinch valve tubing was slightly warn. He adjusted the sample probe and replaced the pinch valve tubing. He ran performance testing, calibration, and qc that were acceptable. The follow up actions for 1 of the events was that the field service engineer verified that the system operation was acceptable. The follow up actions for 1 of the events was that the field service engineer (fse) , ran a performance check, checked the speed of the mixing paddle, replaced the bead mixer, and ran a precision check. The follow up actions for 1 of the events was that the e411 instrument was replaced. The follow up actions for 1 of the events was that the field service engineer (fse) checked the alignment of the probes, liquid level detection of the probes, and bead mixer frequency. All checks were acceptable. The follow up actions for 1 of the events was that the service engineer adjusted the sample and reagent probes with tube adapters. There were no follow up actions for 6 of the events. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 18 malfunction events. Questionable non-reproducible results were generated by the cobas e 411 immunoassay analyzer. The events involved a total of 43 patients with the following: 7 questionable results for elecsys hcg stat, 7 questionable results for elecsys estradiol iii, 8 questionable results for hcg + beta test system, 3 questionable results for elecsys tsh assay, 6 questionable results for elecsys ft4 assay, 2 questionable results for elecsys pth stat immunoassay, 8 questionable results for elecsys pth immunoassay, 2 questionable results for folate 2 questionable results for vitamin b12, 1 questionable result for vitamin d the patients' ages ranged from 6 months to 43 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 12 females. The other patients' genders were requested, but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For one of the pending events, the investigation did not identify a product problem. The cause of the event could not be determined. For the other pending event, the investigation did not identify a product problem. The cause of the event could not be determined. Further follow up actions include preventive maintenance being performed on the instrument.